Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix fully retracted. The helix mechanism was tested and measured within specification. Laboratory analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that during this implant procedure, this lead perforated the right ventricular apex. Pericardial effusion was observed on an echogram which caused the patient to decompensate quickly. The lead was removed and the patient was stabilized. The physician will reattempt implant in the next few days.